Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic vats lobectomy procedure, while transecting the pulmonary lobe, when firing the reload, there was a cracking sound and some of the staples were malformed. The device had poor staple formation, wherein some of the staples were malformed, and some were even ¿c-shaped¿. A new reload was used in order to resolve the issue. No patient injury.